Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the primary cause of death is congestive heart failure; hypertensive and valvular disease.

Manufacturer narrative:
It was reported that the patient deceased. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found.